Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tube was missing the rubber from the cap. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd received 1 photo for investigation, which showed the cap with the missing stopper. Additionally, 100 retained samples were visually inspected, and no missing stoppers were found. This complaint has been confirmed for indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10